Manufacturer narrative:
E1. Initial reporter phone #: (B)(6), e1. Initial reporter address: no. (B)(6), e1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while centrifuging bd vacutainer® sst¿ blood collection tubes that two (2) tubes broke. The contents contaminated the centrifuge. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Additionally, 30 retained samples were subjected to a visual inspection for damages, and all samples passed without any defects. Furthermore, 10 retained samples underwent a visual inspection for brittleness, and all of these samples also passed without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while centrifuging bd vacutainer® sst¿ blood collection tubes that two (2) tubes broke. The contents contaminated the centrifuge. There was no health impact or consequence reported.